Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported by the customer that the patient was admitted with gastric cancer, and a PICC catheter was inserted for infusion. At 10:30 on (B)(6) 2023 when the nurse used the central venous catheter with peripheral cannula, it was found that the placement was not smooth. After withdrawing a little, the placement was still not smooth. After the complete withdrawal, it was found that the front end of the catheter sheath split and could not continue to be used.